Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to detect the attached pads, showed a red dot and was not legible. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "does not recognize pads" was observed during review of the device data logs. The device was put through extensive testing including bench handling and ECG stress testing without duplicating the report. The defib receptacle was replaced as a precaution. The multifunction cable used was not returned for evaluation. The report of "red dot on the display" was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer with a replacement multifunction cable. Analysis of reports of this type has not identified an increase in trend.